Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the z-position over the secondary rack required recalibration. The instrument was tested without further problem and returned to service.